Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the cutter was worn. The cutter was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device was not meshing. There was no patient harm, no delay, yes variance, no patient info and no alternate contact. The device is not imprinting down to the skin. The event occurred during surgery, but no patient injury. This is not a new device. There was no adverse event reported as a result of this malfunction.